Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the ecr60g reload was used with seamguard and the device used was ple60a. F/u response from sales rep: did the piece from the cartridge fall into the patient? Yes. If yes, how was it retrieved? With a grasper. What was the patients bmi and gender? Wasn't notified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during the second firing with reload and seamguard the staples did not fully deploy. The device was slightly articulated when fired and there was green cartridge material from the reload that was on the surgical field which had separated from the cartridge. A new reload was placed into the same stapler and fired without incident to complete the case. The surgeon oversewed the impacted area. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload.